Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, lot # unknown, product type extension. (B)(4).

Event description:
It was reported that in the process of removing the percutaneous extension and prior to hooking up the implantable neurostimulator (ins) during a stage 2 procedure, the lead was "damaged/fractured." There was no alleged product malfunction as the lead damage was caused by the surgical procedure. The entire system was explanted that day and nothing else was implanted because the patient hadn¿t consented to another lead replacement. The patient was reportedly fine and ¿normal¿ following the procedure. Four days later, it was reported that the patient had been rescheduled for surgery.